Event description:
It was reported that the pulse generator exhibited oversensing on multiple high ventricular rate stored electrograms. The noise was not reproducible with isometrics. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.